Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The previous revision procedure on(B)(6) 2015 was reported on medwatch number 1825034-2015-04005.

Event description:
Patient reported they underwent a left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015. The patient was revised again on (B)(6) 2015 due to the tibial component being in valgus malalignment. The femoral component, tibial tray, and bearing were revised. The tibial component was malpositioned during the initial surgery and the patient has an abnormal deformity.